Event description:
The customer stated that his blood glucose readings had been higher than usual. He also stated that he performed a control test and received a result of 198 mg/dl. While troubleshooting, he performed 2 more control tests and received results of 194 and 184 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.